Event description:
It was reported that the patient experienced stimulation in a non-target area due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the leads were moved and anchored. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7141748.